Event description:
While in use, echelon stapler would not continue to staple resulting in the stapler being unable to open in transitional fashion. Stapler was successfully released manually and taken out of service. Upon inspection, it was noted that the stapler load did not fire. Manufacturer: please note that we do not send products to the manufacturer, but you may arrange for pick-up by calling my number below.